Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure date? Unk. Did the surgery was completed successfully? Yes. Did the patient had complication related to the pull off suture needle? If yes, please explain: according to feedback, it is unobtainable. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cesarean section at (B)(6) weeks of pregnancy, scar uterus, syphilis complicated with pregnancy on (B)(6) and suture was used. During the operation, the peritoneum was sutured with absorbable suture. When the suture was drawn, the problem of pulling off suture needle happened. A new suture was changed immediately to complete the surgery. No adverse patient consequences were reported. Additional information was requested.